Event description:
It was reported that (7) devices were used during an laparoscopic gastric bypass. It was reported by the rep that the surgeon performed what appeared to be a normal procedure using the tsb45 and tr45b instruments for gastric stapling. (7) days post-op the patient had to be re-operated because of leak from the gastric staple line. The surgeon clearly saw leak on the proximal side of the stomach right through the existing staple line. The staple line was oversewn and jackson pratt drain was placed for drainage of abscess and infection that developed from the leak. Patient still in hospital and very ill.